Event description:
The reporter stated that the surgeon was inserting a 3.0 diopter three piece silicone lens into patient's eye. Surgeon stated he felt like he had no control of the plunger on the msi-pm injector. When pushing on it, the lens came out of the injector into the eye too quickly, and the lens flipped over in the patient's eye. The surgeon couldn't get the lens to turn back over so he enlarged the incision, and removed the lens. This is the first of two incidents for the same patient. See manufacturer's report number 2023826-2006-00884 for the second incident.